Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with missing end cap sticker.

Event description:
It was reported that the insulin pump was squirting the insulin out and alarmed during manual prime. Nothing further was reported.